Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose on sunday and today. Customer took a shot today and changed the infusion set in the morning. Customer's blood glucose was 350 mg/dl. Customer took 15 units of manual injection. Customer's blood glucose is 179 mg/dl. Customer stated that he has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer had several no delivery alarms on the first date in question in the alarm history. Customer resumed the alarm. Customer stated that the cannulas are not bent upon removal. Customer performed the high pressure test and the pump passed. Customer stated that there is a minor amount of swelling but it is normal and goes away after a while. Customer mentioned that before his blood glucose was low for 5-10 days. Customer had low blood glucose of 48 mg/dl one day and took glucose tablets. Customer confirmed that the pump beeped and went into threshold suspend mode.